Event description:
It was reported to covidien on 02/27/2009 that a customer had an issue with a enteral feeding set. The customer reported that the nurse prepared the feeding solution, performed the air flush with the pump and activated it at 22:00 hrs on (B) (6) 2009. The pump did not feed and alarmed several times during the night indicating a "feed error"; however, the nurse did not change the bag. The pt was receiving intravenous insulin simultaneously, and the pt became hypoglycemic since the insulin was infusing without the tube feeding.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.